Event description:
Caller reported a cartridge alarm on their insulin pump, specifically alarm 20, but it did not cause the customer's blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump with one that has updated software and informed the customer about managing the replacement process, including returning the faulty pump. The customer acknowledged all instructions and agreed to continue using the current pump until the replacement arrives.